Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that 4 screws broke during insertion and 2 of the broken screws remained in the patient. This event resulted in a delay greater than 30 minutes "due to re-sterilization of the products."

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The customer reported four (4) screws broke, however ten (10) screws were returned (9 fractured screws and 1 fully intact screw). The 91-6105 screws were returned for the complaint that they broke during surgery and 2 screws had fractured segments remain in the patient. Only one of the returned 91-6105 screws was not fractured and it was measured thread profile with a overlay and found to be meet specifications. The intact screw was functionally tested using a driver blade. The screw was able to be inserted into white oak but did not exhibit good retention on the blade. The slots of the cross-drive screw showed obvious signs of removed anodize and damage which supports that the screw was damaged after the manufacturing process. There are no reports of inadequate retention in the reported complaint. The nine (9) fractured screws could not be dimensionally verified as only the top half of the screws were returned. The screws were visually evaluated using a digital microscope. The screws were found to be fractured slightly below the head and perpendicular to the length of the screw. The lot number is unknown therefore no DHR (device history record) could be reviewed. The parts IFU (instructions for use) warns that 'intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.' The complaint was confirmed for 9 of the 10 returned screws (part number 91-6105) as the screws have been fractured in the threaded portion of the screw. There are no indications of manufacturing defects. The most likely cause of the damage is excessive force applied to the screw during use, potentially in conjunction with a condition of dense patient bone.